Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any irregularities, and the lead met specification.

Manufacturer narrative:
The root cause for the lead being taken out of service remains unknown, thus further information was requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) spiral lead was explanted only 3 months after being implanted. The root cause for the explant remains unknown. The lead was taken out of service, and replaced with a straight lv lead. No adverse patient effects were reported.